Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the patient ended up reusing single-use supplies. This occurred during fill 1, while the patient was connected. In an attempt to troubleshoot, the patient changed out the heater bag in the middle of therapy. The technical service representative (tsr) assisted the patient with ending the therapy and advised them to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.